Event description:
Boston scientific provided the following information: noise and oversensing was reported on this lead. The patient experienced dizziness and sweating.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.